Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power only. The device power does not remain on when switching between ac and battery power. It was found that the dc fuse, f3, was measured as an open circuit due to a blown fuse resulting in the device not powering on with battery power.

Event description:
It was reported that the device will not run on battery. The customer replaced the battery without improvement. There was no low battery alarm. The unit shuts off immediately when the ac power was disconnected. No known impact or consequence to patient.